Event description:
It was reported that a patient experienced peritonitis manifested by cloudy effluent and abdominal pain coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the event. On an unreported date, the patient started treatment with unspecified antibiotics (dose, frequency and route not reported) for peritonitis. The cause of the peritonitis was unknown. The patient recovered from the peritonitis. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). This report involves the same patient as in cmplnt-(B)(4). A review of all batch record documents was performed for potentially associated lot number gd895797 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted. .